Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d2a, d9, e1 (telephone number). Correction is being made to previously submitted g3- date received by manufacturer, which was not late. The correct date was 04/08/2024. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The customer returned an endoscope reprocessor (oer-4). During examination of the reprocessor, the water filter showed a label stating "start of use date october 2023". Based on the results of the investigation, it is likely the user may not have thoroughly read the instruction manual, leading to occurrence of the subject event due to the user¿s mishandling of replacement of the water filter. The event can be detected/prevented by following the instructions for use: instructions for oer-4, operation manual. "Chapter 7 'routine maintenance'. Section 7.2 'replacing the water filter (maj-2318)'. Replace the water filter periodically, at least once a month to prevent contamination of the rinse water." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the water filter exhibited yellow foreign matter that continued to occur in the endoscope reprocessor. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
H4: device manufacturer date: date of manufacture cannot be determined since the lot number was not provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.